Event description:
Note; this is 1 of 3 related complaints. Customer notified regional sales manager of three "blood leaks" over a three day period (1/19, 1/20, 1/21/1998). All the same lot number, all non-reuse. Awaiting further info from complainant regarding pt details. 1/30/1998 chief technician reports that the leaks were internal and detected in the dialysate with the blood leak alarm. All three pt events involved discard of the extracorporeal circuit due to the leak, ebl 170 ml, without adverse effect to the pt. It could not be verified whether the three reported complaint dialyzers came from the same case, or how may cases were involved. 2/2/1998 further pt info requested from healthcare professional. Mdrs filed due to volume of blood loss reported. 2/4/1998 hcp called to check on the availability of requested info. It was suggested to call back on monday and speak with head nurse. 2/9/1998 spoke with head nurse who verified that this pt experienced no adverse effects of required any medical intervention.